Event description:
It was reported that a patients implantable cardioverter defibrillator (ICD) withheld therapy due to the morphology discriminator not accurately detecting ventricular tachycardia (vt), requiring the patient to be externally cardioverted. Programming intervention was done to turn off the discriminator. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 6935m62, lead; implant: (B)(6) 2013; model: adsr01 ipg, implant: (B)(6) 2013; model: 5076-58, implantable pacing lead; implant: (B)(6) 2013. (B)(4).